Manufacturer narrative:
No product was returned as no product malfunction was identified, no images or lab reports were provided therefore the complaint cannot be confirmed. Patient's bone quality is unknown. It is unknown if the patient suffered a fall. Patient's post-operative physical activity is unknown. A definite root cause cannot be determined though review of the complaint report identified the patient has a history of vertebral fracture and suggests bone quality/ patient related factors as the cause or contributor. No additional investigation can be completed. Labeling review: "contraindications: contraindications include, but are not limited to: patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Decrease in bone density due to stress shielding." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and or predispositions such as those addressed in the aforementioned. Contraindications should be avoided." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."no device returned.

Event description:
On (B)(6) 2021 a second revision surgery was conducted due to an s2 vertebral facture where the fixation was extended to the iliac. Reportedly as a result of a bad hip joint and construct overload.